Manufacturer narrative:
(B)(6). (B)(4). Final analysis found the lead was returned in two pieces. The outer insulation was abraded at 5.0 cm to 5.7 cm and 6.2 cm to 6.7 cm from the proximal end. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.